Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly a suture break was noted when removing the plunger; therefore, the knot was untied when the device was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.